Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power cord. The patient electronic unit will be replaced through acelis, and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.